Event description:
On (B)(6) 2013, it was reported that the up arrow, down arrow, and ok keypad buttons were unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up, down, and ok keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).